Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was determined at analysis that the programmer stylus was out of calibration, the position of the cursor did not coincide with the position of the test leads. Calibration was performed and the device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for calibration and subsequently tested out-of-specification. There was no patient involvement.